Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Initial reporter email: an additional email was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vp set experienced a defective tubing clamp. The following information was provided by the initial reporter: pump is reported to us again with the case that it throws a message to "clamp IV system", being out of use because it does not allow infusion to pass, a screenshot of the nursing comment is attached, with the number pump serial.

Manufacturer narrative:
H6: investigation summary: no samples were received for investigation. A review of the device history records did not identify any issues during the manufacturing process and confirmed a manufacture date of feb-2021. A review of the pump service history did not identify any bd service activities. The investigation has been inconclusive as the pump or the IV set were not returned for investigation and therefore, a specific root cause could not be determined.

Event description:
It was reported that the unspecified bd vp set experienced a defective tubing clamp. The following information was provided by the initial reporter: pump is reported to us again with the case that it throws a message to "clamp IV system", being out of use because it does not allow infusion to pass, a screenshot of the nursing comment is attached, with the number pump serial.